Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6) 2019 at 12pm. The customer¿s blood glucose level was 674 mg/dl at the time of hospitalization. The customer experienced nausea, vomiting and difficulty in breathing. The customer treated high blood glucose with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer stated that the drive support cap was appears normal. The customer stated that she did not want to continue with the troubleshooting she stated she found some novalog. The insulin pump will not be returned for analysis.